Event description:
It was reported that a motor stall had been confirmed in the event logs with no motor stall recovery. The pump logs showed on (B)(6) 2014 a motor stall occurred at 13:42, and motor stall recovery on (B)(6) 2014 at 9:11. The patient ¿felt kind of bad¿ so the patient went in to their healthcare provider (hcp) and they ¿restarted it¿ at that time. The logs showed another motor stall on (B)(6) 2014 at 1:44 and a ¿stop pump period may exceed tube set message¿ on (B)(6) 2014 at 1:44. The patient was doing fine at the time of the report. The patient felt like he was going through withdrawal, but the doctor said ¿no¿. The morphine dose was decreased ¿down to 1¿ but would review the option for use of the minimum rate mode with the physician. The patient was getting oral medications. The pump was infusing prialt (ziconotide) and morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).